Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information received, the cause of the reported heart failure, mitral stenosis and recurrent mitral regurgitation (mr) could not be conclusively determined. However, heart failure, mitral regurgitation, and mitral stenosis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Literature: article title "impact of intraprocedural mitral regurgitation and gradient following transcatheter edge-to-edge repair for primary mitral regurgitation".

Event description:
It was reported through a research article that from 2008 to 2022 at 27 international sites, 1,509 patients underwent a mitraclip procedure. By the two-year follow up, the implanted mitraclip may have cause or contributed to heart failure, mitral stenosis, recurrent mitral regurgitation (mr), and hospitalization. Additional information is listed in the attached article, titled ¿impact of intraprocedural mitral regurgitation and gradient following transcatheter edge-to-edge repair for primary mitral regurgitation.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided d6: date of implant estimated. Literature attachment: article title "impact of intraprocedural mitral regurgitation and gradient following transcatheter edge-to-edge repair for primary mitral regurgitation.